Manufacturer narrative:
The pod was received with cannula deployed. Pod download data did not indicate any pulse width increases or signs of struggle in insulin delivery during operation. During investigation, slide insert was observed to be damaged and the nail head of soft cannula was found not seated in the slide insert. But it could not be conclusively determined if this finding linked to the reported event of insulin delivery. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 269 mg/dl while wearing the pod between 1 and 4 hours on the arm.